Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 7.31mm offset at the tips. However, the grips did not show cracking damage, and components adjacent to this bent grip did not show damage. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator did appear to be bent, but components adjacent to the dislodged molded insulator did not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.